Event description:
Subsequent to the initial medwatch report, returned device analysis noted that the stent was stationary on the balloon between the markers and the stent was not loose as reported. Additional information received from the (B)(6) affiliate indicates that the reported device is the returned device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported loose stent was not confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of the 2.5 x 23 mm promus stent system from the dispenser hoop, the stent was noted to have moved on the balloon of the stent delivery system, but remained on the delivery system. The device was not used in the patient anatomy. It is unknown if there was any resistance during removal of the stent delivery system from the dispenser. There were no adverse patient effects and no clinically significant delay. No additional information has been provided.